Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00078; 2938836-2020-00080. It was reported that the patient presented to clinic with dizziness. An urgent pacemaker assessment was performed, and rv loss of capture was observed. Programming changes were made, but intermittent capture continued to be observed. The patient was discharged home with a date to reposition the rv lead. During the repositioning, the ra lead was found to be dislodged. The lead was unable to be removed from the header as the screw would not loosen. The entire system was replaced. The patient was stable before, during, and after the procedure.